Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure or if service was needed. However, no further information has been made available. Since there is no clarification, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no manufacturer record evaluation could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 30-jan-2025. It was reported that the physician's opinion on the cause of the adverse event is the procedure. The procedural activated clotting time (act) was 338 seconds. The cause of death was stroke secondary to atrioesophageal fistula. Death after diagnosis of brain death. In addition, the concomitant product section was updated based on the information received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter phone: (B)(6). Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product investigation can be performed, and the customer complaint cannot be confirmed. Since no serial number was provided, no manufacturer record evaluation could be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced esophageal fistula that required surgical intervention. As a result, the patient had a stroke and died. The patient had a radiofrequency ablation of atrial fibrillation on (B)(6) 2024. Over a month later, on (B)(6) 2024, the patient was hospitalized for "dry pericarditis table". Two days into the hospitalization (B)(6) 2024), the patient had a cerebrovascular accident. On (B)(6) 2024, the patient had a thoracic scan that showed atrioesophageal fistula. The patient had surgical treatment of the fistula however the patient died a few weeks later.